Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm foreign matter. On (B)(6) 2024, a patient was given an infusion using an indwelling needle and a foreign object was found in the indwelling needle, which was later replaced.

Manufacturer narrative:
1. DHR/bhr review lot#4052073. 1-the products of this batch were assembled at intima ii auto line 4 in march 2024, and packaged at r240 package line in march 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. Check the retained samples of this batch, no foreign matters are found. Please see attachment for the inspection report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As the status and composition of the foreign matter in the indwelling needle cannot be confirmed, the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defect.

Event description:
No additional information provided.